Manufacturer narrative:
(B)(4). The biomedical engineer informed physio that the therapy cable assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to service for use. The device was not returned to physio-control.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device would no longer deliver defibrillation energy. The device was charged to 2 joules however when he pressed the shock button it only went back to the paddles mode screen without delivery energy. The customer tried charging the device on 5 joules however when he tried to deliver energy, the device showed a "connect electrodes" message and no energy was delivered. There was no patient use associated with this event.